Event description:
A (B)(6) male patient underwent evar - date unspecified. Leaking valve in sheath of the zenith main body graft. Blood loss of about 400-500 cc. Required sheath exchange. Graft remains in patient as intended. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.